Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable revealed that the previous repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and 12 batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis batteries revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Failure analysis of the controller revealed that the unit passed functional testing but failed visual inspection due to loose power port 1 and power port 2 connectors. The most likely root cause of the loose connector can be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. This finding is not related to the reported event.   Analysis of the data log files pertaining to (B)(4) revealed several premature power switching events that were due to momentary disconnections involving (B)(4) was also involved in a power switching event due to a communication error between the controller. The most likely root cause of the reported event can be attributed to momentary disconnections and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller momentary disconnections . Additional device involved in this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the outer sheath of the patient's driveline cable was damaged. The previous driveline outer sheath repair was "worn out".  On-site inspection revealed a small crack in the outer sheath. A driveline sheath repair was performed on an outpatient basis with no reported patient consequence or pump stoppage. Controller log files and pictures of the reported damage are not available.  No further information has been provided.